Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name should be olympus), e2, and e3. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and based on the results of the investigation it was presumed that plastic distal end cover was burnt by using frequency cauterization accessories, laser cauterization accessories, or argon cauterization accessories, and the following misuse may have occurred during the use: when using high frequency accessories: a. Distal end of the device was contacted with mucosa. B. The accessories were not pointed out far enough until the green mark set on the sheath of the accessories was visible. C. The accessories were energized without their electrodes contacted with tissue. Another cause would be that biopsy channel opening was internally turned brown and partially melted. A definitive root cause could not be determined. The event can be detected prevented by following the instructions for use: IFU warns on performing high frequency cauterization by stating the following. Always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. Fu warns on performing laser cauterization by stating the following. To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. IFU warns on performing argon plasma cauterization (apc) by stating the following. Make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt distal end plastic cover. There were no reports of patient involvement.